Event description:
It was reported that a hole in the middle of the catheter occurred. A crossboss catheter re-entry device was selected for use. During preparation, when the crossboss was flushed with saline, it was noted that the flush came out through the hole in the middle of the catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: visual analysis of the returned device revealed no damage or irregularities to the device. The was only the gap at the hytrel-polyurethane junction, which is part of the design of the device. Functional testing revealed that when the device was flushed, a majority of the water flowed from the distal tip but water also leaked from the junction of the hytrel and polyurethane shaft segments. The gap at the hytrel-polyurethane junction was measured with a calibrated steel rule and was found to be within specification. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that a hole in the middle of the catheter occurred. A crossboss catheter re-entry device was selected for use. During preparation, when the crossboss was flushed with saline, it was noted that the flush came out through the hole in the middle of the catheter. The procedure was completed with another of the same device. No patient complications were reported.